Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this condition is the excessive force used to pry and/or leverage the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/20/2024, it was reported by a distributor via (B)(4) that an ar-3636 knotless 1.8 fibertak soft anchor implant holder got stuck into the bone during implantation and broke inside the joint. The surgeon had to impact further to avoid a piece of metal in the joint. The broken piece was not fully retrieved, and no second surgery was needed. This was discovered during a bankart procedure on (B)(6) 2024.